Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted. Device not returned.

Event description:
The customer reported the patient's measured spo2 readings did not correlate with the drawn blood gas. Additional assessment was not possible as they were only providing the patient with comfort measures. The patient expired a few hours later. Specific information regarding the involved sensor was not provided.